Manufacturer narrative:
Additional manufacturer narrative: multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve-in-valve is unknown, there has been no allegation of product malfunction or deficiency. The root cause of this event remains indeterminable with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. If any new information becomes available, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient with a bioprosthetic aortic valve, implanted for six (6) years and three (3) months, underwent a valve-in-valve procedure due to unknown reasons. A tavr was performed using an edwards transcatheter valve. No additional details were provided.

Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or insufficiency. The root cause of this event cannot be conclusively determined with the available information. The device is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. There was no indication or allegation of a device deficiency contributing to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned that this patient with a bioprosthetic aortic valve, implanted for six (6) years and three (3) months, underwent a valve-in-valve procedure due to severe aortic stenosis with insufficiency. Due to the patient's poor cardiac function, it was decided to perform a tavr with ECMO support. An edwards transcatheter valve was successfully implanted. The patent was transferred to the ICU in stable condition. Unfortunately he developed mental status changes, aphasia/dysarthria and profound weakness. Neurology was consulted and head CT ruled out acute large infarct/ischemic insult, but likely embolic showering from high pressure ECMO run and some component of metabolic encephalopathy. Aki was associated with this as well. Given severe dysphagia, he had a ngt with bridle system in place and was receiving tube feeds/medication via this, but this was complicated by trauma of the oro/pharynx and he had significant bleeding and clotting of his uvula that was obstructive for suctioning or replacement of the ngt. Large aspiration event occurred and goals of care discussions began. Invasive procedures like peg and intubation for airway protection were determined to be non beneficial and not in line with his previous wishes that were outlined in living will. Both family and staff recognized that given desire to live a life of independence, free from a nursing home or assisted living setting, these life sustaining treatment measures would be more burdensome than beneficially. He was made comfort measures only and started on ivp dilaudid and secretion management. His family was called to the bedside. His ICD was deactivated. He passed peacefully on pod #15 with his children at the bedside.